Event description:
Two bovie pads with the same lot number were applied, after shaving and cleaning the area. Both pads were unable to connect, when plugged into robotic cautery and regular bovie cautery. When a pad with a different lot number was applied to the same area, there was a connection immediately.